Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked case at reservoir tube window corner. Insulin pump received missing end cap sticker. (B)(4).

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 62 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.